Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open pancreatoduodenectomy, when used on the stomach, the firing stopped halfway. The jaws locked on tissue but was able to be removed. Another device was used to resolve the issue in order to complete the case. There was no patient injury.